Event description:
This lead was removed and replaced because the r wave amplitude had diminished and the pacing threshold had more than quadrupled. It should be noted that the pt wore a very heavy backpack and that is suspected to have caused the damage. The hospital retained the device. Should add¿l info be received, this file will be updated.